Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, female patient had a washout performed due to a wound. Patient's insert was replaced. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays/photo. The device is not available for evaluation as it was disposed by hospital.

Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6, h2, h3, h6 and h9 have been updated accordingly. Section b5: additional information received indicates that patient revision was due to polyethylene wear. There was a small amount of osteolysis present. (H3) as reported, female patient had a washout performed due to a wound and the poly was replaced. Indication of procedure was prosthesis wear and identified osteolysis. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays/photo. The device is not available for evaluation as it was disposed by hospital. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The reported revision may have been the result of malalignment between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. However, this cannot be confirmed as the devices were not available for evaluation. These devices are used for treatment not diagnosis.